Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow-up. High capture threshold was observed. Lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 26.0-26.3cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location.